Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported having insulin leaks and air bubbles on six reservoirs. Found that the customer was filling reservoirs and storing them in the refrigerator. Advised that this was not recommended. Nothing further was reported.